Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported that the patient was dependent. A temporary pacemaker was placed on the outside of the body. Additionally, it was reported that this left ventricular (lv) lead exhibited loss of capture (loc). A replacement procedure was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.